Event description:
It was reported that the patient with this implantable lead exhibited an infection with pocket erosion. However, due to the patient's age, system removal will not be performed. Instead, the therapy will be turned off, and the condition will be monitored. There were no additional adverse patient effects reported. This implantable lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).